Event description:
A customer contacted beckman coulter inc., (bec) and reported that they were running a sample on the coulter ac-t diff 2 analyzer and noticed a fluid coming from underneath the instrument on the counter. The customer estimated about 50ml of fluid leaked on the counter underneath the instrument. The customer indicated that when the instrument's front door was opened they observed the fluid was overflowing from the baths. The customer was wearing gloves and a lab coat. There was no biohazard exposure to open wounds or mucous membranes. The laboratory has an exposure plan in place. Qc was run on the instrument in the morning and the results were within range. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A field service engineer (fse) trouble shot with the customer over the phone and had the customer tap on the waste pump several times to free it up. The customer then ran a startup and reported the instrument was working without problems. The fse called back to the customer two days later and the customer informed fse the instrument was working well. Failure mode is related to waste pump. (B)(4).